Manufacturer narrative:
Concomitant medical products: 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2018; 3058 interstim urinary mgu ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed right ventricular (rv) lead pacing induced cardiomyopathy and moderately-severe tricuspid regurgitation. It was also noted that there was poor sensing from the right atrial (ra) lead. Both leads were explanted and replaced. During removal of the rv lead, the ra became dislodged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.